Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - mechanical (g04) - drill. The reported event has been confirmed through product return. Visual examination of the returned product identified the tip as fractured and missing, and the device shows signs of repeated use and wear. Hardness conforms to internal print specifications. Fracture analysis has been previously performed for this fracture location, where overload was identified as the mode of failure. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial arthroscopy procedure, the reamer tip fractured. The correct surgical technique was used. No complications, injuries, surgical interventions, or foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.